Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic reporting that he has stopped hearing with the device after a head trauma occurred a week prior.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition in situ measurements show channels with hi and short circuit status already before the reported trauma due to undetermined reasons. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user visited the clinic reporting that he had stopped hearing with the device after a head trauma occurred a week prior. The user was re-implanted.

Event description:
The user visited the clinic reporting that he had stopped hearing with the device after a head trauma occurred a week prior. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.